Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The premature deployment and/or flowered stent was not confirmed as the stent was not returned. The investigation was unable to determine a cause for the premature deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an 8.0 x 20 mm absolute pro vascular self-expanding stent system had written on the box partially expanded. Another absolute pro was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. There is no additional information provided.